Event description:
A report was received that alleged a pt received 1st and 2nd degree burns on his left arm and chest. The unit did not give an over-temperature alarm. The burns were noticed when the blanket was removed from the pt at the end of the case and was on the pt for 60 min. The connection from the hose to the blanket was checked and the hose was supported to avoid pressure on the blanket over the insertion site. There were no leaks detected and there was no covering underneath the blanket. The biomed at the user facility evaluated the units and couldn't find anything wrong.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.